Event description:
Corrected information noted that during the index procedure in (B)(6) 2008, a percutaneous coronary intervention (pci) was performed to treat a lesion located in the proximal left anterior descending (lad) not the lmca as previously reported. The 95% stenosed de novo target lesion was 36.0mm long with a reference vessel diameter of 2.50mm. Predilation was performed with the deployment of a 2.50x24mm and a 3.50x12mm taxus express2 stent. Post-dilation was performed. Residual stenosis was 0% with timi flow 3. The patient was discharged 1 day later on bayaspirin and plavix. In (B)(6) 2009, restenosis without ischemic symptoms was confirmed.

Event description:
It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt experienced restenosis. The target lesion was located in the left main coronary artery (lmca). During the index procedure, two unk taxus express2 stents were implanted in the lmca. In 2009, a coronary angiogram was performed and it was noted that restenosis had occurred. The target lesion was 75% stenosed. The lesion was 16mm long and 3.50mm in diameter. The following month, a percutaneous coronary intervention (pci) was performed with an unk balloon catheter and taxus stent. Post treatment visual inspection revealed 0% stenosis with timi flow 3. The event was resolved and the pt discharged on bayaspirin and plavix.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.